Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level over 400 mg/dlm which was treated with a manual injection. Blood glucose level at the time of the call was not provided. Customer reported having issues with infusion sets disconnecting. High blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.